Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and audio/beep anomaly. Customer's blood glucose was unknown mg/dl. The customer stated impossible to re-start the pump.

Manufacturer narrative:
The pump was received with a blank flashing white lcd display anomaly due to a crack on the lcd controller. Unable to verify the audio/beep anomaly due to the blank flashing white display. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.